Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found thermal damage to the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests. The root cause of this failure is attributed to mishandling and misuse. A review of the instrument logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis of the returned instrument was performed. The instrument had thermal damage. Thermal damage at the bipolar yaw pulley is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that something was not working on the maryland bipolar forceps instrument. The initial information indicated that the customer did not obtain a written report related to the alleged issue. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.